Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl. The cause of low bg was unknown. The customer was vomiting and became unconscious because of the low bg level. The customer received third party assistance from their spouse and an ambulance was called but the customer declined assistance from the ambulance, and the customer¿s spouse physically fed the customer sugar and peanut butter to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.